Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an anterior colon resection procedure the surgeon utilized a contour curved cutter to complete the distal transection. The device was utilized trans anally to do the anastomosis. The first attempt failed as the anastomosis visibly leaked stool. A second and third attempt with new like devices also produced incomplete staple lines when checked. To complete the procedure the patient was given a temporary ileostomy. The consequences for the patient were longer surgical time, more colon/rectum resected, more difficult procedure as the anastomosis was completed lower in the pelvis.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Reversal of a colostomy after resection for diverticular disease. Did the patient receive any radiation or chemotherapy prior to surgery? No who fired the device and what is his/her experience? The p.a. Who has been firing the instrument routinely for 4 years. Where in the green range was the indicator located prior to firing? At the low end close to all the way down. Did the surgeon wait 15 seconds and then retighten prior to firing? The instrument was turned down and a 45 second pause was taken before firing. Was the washer inspected? If so, please describe. Not sure. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were there any staples formation issues? If so, please describe the shape of the staples. No unformed staple or spillage of staples. Was the device difficult to fire? No but tough thick tissue. What device(s) were used to take out the first and second anastomosis? Contour was the ileostomy planned or secondary to issues which occurred during the procedure? Secondary. The surgeon had to complete the distal resection each time taking more rectum then needed and moving lower in the pelvis than originally planned. The sales rep was not present in the procedure. Per the surgeon, a circular was used to complete the first anastomosis and failed during extraction of the instrument. Anteriorly there was a split around the staple line and the surgeon saw stool. The surgeon noted there were two complete donuts. Next, the surgeon used the contour to perform a distal transection. As the tissue was thick and inflamed, the device was difficult to close but the surgeon was able to close it and complete the transection (the staple line looked ok). A second circular device was used with the anvil from first circular stapler. There was tearing on the anterior portion of the staple line. A third circular device was used. The staple line was not good but had a result he could work with. He protected the anastomosis by doing a protective ileostomy. Oversewing was also done as a protective measure.